Event description:
Customer response on 10-jan-2025. The complainant informs me that he no longer has the product overpacked and that the internal packaging did not have the requested information, hence the original complaint. He is therefore unable to provide me with any further information. However, 309680 is the product in question. It is assumed that the sample was shipped to you as requested. Only one of the trays was not printed with model, lot, date information etc. I have no further information to provide only the intermediary.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 sample and 2 photos submitted for evaluation. The reported issue of label content missing was confirmed upon inspection of the samples. Analysis of the sample showed that it was observed the tyvek is without the batch number and the UDI code. Bd determined that the cause of the failure was the packaging process. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50cc ll tip convenience pak label content missing it was reported by customer that the batch number and expiration date are missing from the individual packaging. Rcc received a complaint via email. Email(s) attached. The batch number and expiration date are missing from the individual packaging cat# of product being complained: bd309680n. Description of product: syringe 50ml luer lok ster pharm conv pack 20ea/ty 6ty/ca lot or s/n: (B)(6).

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: convenience trays. Device failure: labeling concerns.

Event description:
No additional information.